Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the irrigation line and aspiration connectors detached easily and solution leaked during surgery. The product was replaced and procedure completed with no patient harm. Additional information and sample have been requested.

Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The device history review shows the order was built and released per specification. The returned sample was visually and functionally tested and passed testing, there was no damage to the connectors and no leakage was found during testing. The connectors did not detach during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).